Event description:
As reported by user facility on medwatch form, pt received treatment for lesions in sfa with jetstream g3 device. Upon x-ray, it was reported that a foreign object was observed at the ankle. Upon examination of the guidewire wire, it appeared the distal tip had been sheared off and left in the dorsalis pedis artery. The physician performed a cut down procedure; however, the wire tip remains in the pt.

Manufacturer narrative:
The pathway jetstream g3 catheter was not returned for eval. Multiple attempts to contact the customer for further info regarding the event and use of device were unsuccessful; therefore, the cause of the issue could not be determined.